Manufacturer narrative:
Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Lasky l, bliss l, sidiropoulos c. Successful pallidal deep brain stimulation treatment in a case of generalized dystonia due to a novel ano3 mutation. Case rep neurol med. 2019;2019:3154653. 10.1155/2019/3154653. If information is provided in the future, a supplemental report will be issued.

Event description:
Lasky l, bliss l, sidiropoulos c. Successful pallidal deep brain stimulation treatment in a case of generalized dystonia due to a novel ano3 mutation. Case rep neurol med. 2019;2019:3154653. 10.1155/2019/3154653 abstract: this study presents a long term, longitudinal follow up of a patient with generalized dystonia, who was treated with bilateral pallidal deep brain stimulation and was found to harbor a mutation in the anoctamin-3 gene. Reported events: it was stated that since dbs implant, over a period of 5 years, the patient had 5 episodes of dystonic storms which required hospitalization with frequent and high dosing of intravenous benzodiazapines, as well as baclofen and benztropine. The patient also over time developed a mild but tolerable bilateral upper extremity bradykinesia. Following the hospitalizations the patient was discharged on additional benzodiazepines which were weaned down as an outpatient. The patient has not had any issues of dystonic storms since (B)(6) 2018. They have no limitations at all in their ambulation and hand dexterity, and they have minimal to no dystonic symptoms. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event. See attached literature article.